Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable shock into a test load. Several test loads were tried but were unsuccessful. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.